Event description:
On (B)(6) 2014, the lay user/patient in USA contacted lifescan to report the one touch verio iq meter was giving inaccurate readings compared to a laboratory result. The patient obtained the reading of 148 mg/dl on the reported meter and a laboratory result of 116 mg/dl within 30 minutes. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting and the test results fell outside expected values for meter-to-lab accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.